Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have one of the blades broken at the base. A piece approximately 2 mm x 11 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the blade of the harmonic ace instrument broke. While dissecting, and a fragment fell inside the patient. The fragment was retrieved by an assistant and confirmed by the surgeon, with no additional surgical procedure required. No post-operative imaging tests were performed, and the procedure was completed robotically using a backup instrument of the same type. There was no injury to the patient, and the patient did not return to the hospital for complications related to a retained foreign object.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.